Event description:
Reportedly, a 'high fio2' alarm occurred. The fio2 measured was higher than the setting. Calibrating the o2 sensor did not solve the issue. This issue was resolved by replacing the o2 sensor. There was no pt involvement in this case.